Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by customer that showed us that when she goes to activate the safety on the powerloc huber needle, it does not completely click into place unless extreme force is used. It seems that it has been activated but if any pressure is applied the needle comes back through the safety and could stick someone. No additional information provided.